Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 65mm in diameter, and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, (B)(6) 2015 and (B)(6) 2016 the follow up computed tomography scans determined that the maximum diameter of aortic aneurysm/lesion was 62mm. It was reported that on (B)(6) 2016, a distal type I endoleak from the right iliac artery was identified and the patient underwent endovascular procedure using medtronic devices. The endoleak was resolved. The patient tolerated the procedure. According to the physician, remodeling of the right common iliac artery and the aneurysmal sac caused the endoleak.